Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found an issue with episode detection. Symptom episode recorded on (B)(6) 2017. Noted the ventricular tachycardia (vt) counter never reaches 12. Also the ventricular fibrillation (vf) ratio stays less than 30 beats out of 40 for the whole event. So it never reaches the threshold 12 for vt and 30/40 for vf.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) did not detect ventricular tachycardia (vt) and syncope due to device settings. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.